Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional explanted the lens in the original planned surgery session. The incision had to be enlarged to accommodate explantation of the iol. A back-up lens was implanted in the same surgery session without any further complication. The healthcare professional reports that as a result of the need to enlarge the incision size the patient required sutures. The healthcare facility reports no injury to the patient as a result of haptic breakage. The haptic becoming jammed in the injector indicates that the iol may have not been correctly positioned within the loading bay prior to the plunger being advanced; however, this is not possible to confirm at this time. Rayner is lasing with the healthcare facility to obtain additional info on the occurrence of haptic breakage. The healthcare facility has been asked to clarify whether the device has been retained. In the case that the device is unavailable, rayner has requested that it be returned to undergo inspection. Any further info we receive and the results of any device inspection performed as part of this investigation will be included in a f/u report.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during implantation of an unspecified rayner iol from a (B)(4) healthcare facility. The event description provided states "the patient was undergoing left eye cataract surgery. Toric lens was required which had been pre-ordered. The surgery has been going routinely, however, during lens implantation the trailing haptic of the intraocular lens implant became trapped in the lens injector. This broke the haptic, and furthermore the haptic became jammed in the injector and could not be released".